Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. The customer was provided a replacement device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The patient was placed on an alternate device. There was no patient harm or serious injury reported as a result of this incident.